Event description:
Infusion pump with an 807:05 failure code. The biomed stated to baxter customer service that it is unk if the device was in use on a pt when the failure occurred. Info was requested but details were not available regarding pt status, medical intervention, pt injury, medication involved, tubing product code, infusion rate or set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.